Event description:
It was reported that patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited a sensing issue on the discrimination channel, resulting in under-sensing. Corrective programming changes were made. The patient was stable throughout.